Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and the lead warning was triggered. It was also noted that the high thresholds, polarity switch and undersensing of the rv lead occurred. The patient experienced twitching. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.